Event description:
During an in-clinic follow-up, failure to capture, low pacing impedance, and noise that led to oversensing was detected on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that right ventricular (rv) insulation lead damage was suspected, but was unable to be confirmed.